Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 402 mg/dl at the time of incident. The customer was treated with syringe injection for high blood glucose. The customer was reported that the moisture was noticed at top of insulin pump. The customer was reported that reservoir and or infusion set had problem that resulted in high blood glucose. The insulin pump and reservoir will not be returned for analysis.